Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis & pulmonary embolism. Patient is alleging tilt, vena cava perforation and organ perforation. Report from radiology: "tips of the following primary legs of the ivc filter are seen piercing the ivc luminal wall: tip of the primary leg on the anterolateral aspect is seen outside the ivc luminal wall, piercing the adjacent small bowel loops. It measures approximately 2.70cm. Tip of the primary leg on the anteromedial aspect is seen outside the ivc luminal wall just adjacent to the aorta. It measures approximately 2.0cm. Tip of the primary leg on the posterolateral aspect is seen outside the ivc luminal wall and is adjacent to lumbar plexus. It measures approximately 2.48cm tip of the primary leg on the posteromedial aspect is seen outside the ivc luminal wall, piercing the adjacent osteophyte, and intervertebral disc at l3-l4. It measures approximately 2.02cm tips of all the secondary struts are seen piercing the ivc luminal wall."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn and lot# are unknown. The following allegations have been investigated: vena cava (vc)/organ perforation,tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a medical opinion of computed tomography reports dated (B)(6) 2016 and (B)(6) 2016, "ivc filter is seen intact and in-situ at the level of l2-l3" "ivc filter is in line with the long axis of the ivc" "tips of all the primary legs and secondary struts are seen outside the ivc lumen." "Tip of the primary leg on the anterolateral aspect is seen outside the ivc luminal wall, piercing the adjacent small bowel loops" "tips of all the primary legs and secondary struts are seen outside the ivc lumen." "Tip of the primary leg on the anterolateral aspect is seen outside the ivc luminal wall, piercing the adjacent small bowel loops." "Tip of the primary leg on the anteromedial aspect is seen outside the ivc luminal wall, just adjacent to the aorta." Tip of the primary leg on the posterolateral aspect is seen outside the ivc luminal wall and is adjacent to lumbar plexus." "Tip of the primary leg on the posteromedial aspect is seen outside the ivc luminal wall, piercing the adjacent osteophyte, and intervertebral disc at l3-l4." "Tip of the primary leg on the posteromedial aspect is seen outside the ivc luminal wall, piercing the adjacent osteophyte, and intervertebral disc at l3-l4. It measures approximately 2.02cm outside the ivc lumen" "tip of the primary leg on the posterolateral aspect is seen outside the ivc luminal wall and is adjacent to lumbar plexus. It measures approximately 2.48cm outside the ivc lumen" "tip of the primary leg on the anterolateral aspect is seen outside the ivc luminal wall, piercing the adjacent small bowel loops. It measures approximately 2.70cm outside the ivc lumen" "tip of the primary leg on the anteromedial aspect is seen outside the ivc luminal wall, just adjacent to the aorta. It measures approximately 2.0cm outside the ivc lumen." "Ivc filter tilt from the mid of the ivc lumen is 3.8 degrees in 2016. It is a favorable tilt for retrieval of ivc filter." Per (open) retrieval report, "attempts were made at retrieving endovascularly but they wee unsuccessful"..."the patient developed worsening anemia with hemodynamic instability. A CT scan demonstrated fluid in the abdomen"..."a decision was made to pursue laparotomy". "A dissection plane was developed behind the colon and dissection carried medially, staying anterior to the left kidney. The vena cava was encountered. The filter could be palpated through the vena cava. The cava was circumferentially dissected proximally and distally to the level of the filter. The duodenum was rather firmly adherent to the anterior surface of the cava. Upon manipulating this area, a perforation of the vena cava was noted, which was partially occluded by the duodenum and appeared to have been bleeding intermittently given the blood in the abdomen. The patient was systemically heparinized. Flow was occluded in the vena cava. A lateral cavotomy was made over the level of the filter. The filter was grasped and extracted. It was rather firmly adherent to the internal surface of the vena cava. It was inspected and found to be completely intact." "Attention was turned to the anterior surface where the perforation was noted. The perforation was grasped temporarily for control, while the duodenum was dissected free from the anterior surface of the cava. A second perforation was noted, where the strut had penetrated through the vena cava and perforated the posterior wall of the duodenum. The 2 perforations in the vena cava were repaired with interrupted 5-0 prolene. The vena cava was inspected and was found to be hemostatic. The perforation in the posterior wall of the duodenum was inspected; it was rather small. It was repaired with a 3-0 vicryl in a lembert fashion. The surgical field was further inspected and no abnormalities were noted."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: difficult to remove, bleeding. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.